Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the front therapy electrode was pulled from the ECG "a&b" cable. The root cause for the damaged belt was physical abuse. No adverse event resulted from the defective electrode belt.